Event description:
It was reported that the ventilator's graphic user interface (gui) display screen became frozen during patient use. The ventilator displayed a ''noncritical thread (bdu)'' alarm. The ventilator continued to ventilate the patient. There was no reported harm to patient. The patient was placed on another nkv ventilator and remained stable.

Manufacturer narrative:
Nihon kohden orangemed inc. Will submit a supplemental report if additional information becomes available.

Manufacturer narrative:
See attached follow up summary report.